Manufacturer narrative:
(B)(4).to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and reservoir was attached to a drain. The suction did not activate although negative pressure was applied to the device. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 12/30/2015. It was reported that the device was replaced with another like reservoir to complete the procedure. The actual device was returned and evaluated. Visual and functional examinations revealed that all components are in place and in good condition as well as the end device function properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.